Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): improper test method. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern had been resolved. Customer stated that he had gone to the hospital; customer stated his blood glucose had been high. Customer declined to provide any further details and disconnected the call.

Event description:
Consumer reported complaint for error message (e-5). Nurse is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone but was able to contact the nurse. Nurse had advised that she was currently not with the customer, but that she felt his blood glucose may be high since he did not take his medications yesterday or today; nurse also stated that customer had consumed 3 sodas that day. Nurse stated she would not be with the customer again until (B)(6) 2024. Technician was able to contact the customer on (B)(6) 2024; customer stated that the true metrix meter was working as intended and had disconnected the call. No further information was able to be obtained.